Event description:
The following was reported by the pt's attorney: on (B)(6) 2006: the pt underwent hernia repair with a kugel mesh. Ni - a small bowel obstruction developed and treatment ensued including, but not limited to numerous surgeries. The attorney alleges the pt has suffered from bowel obstruction problems and sustained personal injuries. The pt experienced pain and suffering, loss of normal life, and has been and will in the future be kept from attending to ordinary affairs and duties.

Manufacturer narrative:
We have contacted the initial rptr to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has rec'd to date. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The attorney does not allege a specific device failure and medical records have not been provided. Additionally, product identifiers have not been provided. There is no mention of the mesh being removed and no sample was returned for eval. With the currently available info, no conclusion can be drawn.